Manufacturer narrative:
D4: part number updated.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after a pka surgery, the patient experienced a loosening of the engage cementless partial knee st. This adverse event was solved by revision surgery on (B)(6) 2022. Current health status of patient in unknown.

Manufacturer narrative:
The associated devices were returned and evaluated. The visual inspection revealed did not reveal the stated failure. The visual does show signs of wear. The clinical/medical investigation concluded that, the requested clinical documentation has not been provided for evaluation. Therefore, there were no clinical factors found which would have contributed to the reported event. The patient's current condition is unknown and the patient impact beyond the revision surgery could not be determined. No further clinical assessment can be rendered at this time. Should additional clinical documentation become available in the future, the clinical/medical task may be re-evaluated. A review of the production records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history based on the historical data revealed similar previous events, however, no commonalities that would suggest a device deficiency were found. A review of the instructions for use documents for engage partial knee system revealed that early or late loosening has been identified in adverse effects and complications. There is not enough data available to conclude that the overall clinical benefit outweighs the potential risk profile when compared to the state of the art. The existing data identifies a potential signal that the performance is an outlier vs the state of the art with respect to the risk for revision. In addition, a historical review concluded that no previous escalated actions for this type of issue were identified. However, as a correction action a voluntary market removal will be performed for the engage cementless partial knee system due recent complaint data that indicates that the revision rate may be trending higher than corresponding similar devices in global joint replacement registries. At this time, we have no reason to suspect that the products failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include abnormal motion over time, bone degeneration, size selected, lack of ingrowth, osteolysis and/or traumatic injury. This issue was identified and is being addressed though our internal quality process. Based on this investigation, the need for corrective action is not indicated.